Event description:
It was reported that after customer dropped the pump, a malfunction alarm occurred. There was no reported impact to the customer's blood glucose level. Reportedly, the customer had an alternate pump available for insulin therapy.